Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Eval indicated that loss of cartridge detection could not be verified in the pump history or duplicated during testing. Eval revealed a dislodged display screen and partially dislodged force sensor pins.

Event description:
The pt reported that about every five times he changes his cartridge the pump pushes all of the insulin out of the cartridge.